Event description:
It was reported that during the procedure, the navistar catheter signal had much interference. The electric signal was sometimes interrupted. The catheter was exchanged to complete the procedure. Upon request, additional information was provided on the event on (B)(4) 2013. The signal loss occurred on all the channels on both the body surface (bs) ECG¿s and intracardiac (ic) signals on the carto 3 system and the ep recording systems at the same time during ablation. The signal loss on all the channels on both the carto 3 system and the recording system at the same time is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).